Event description:
It was reported that the patient was not getting an adequate pain relief. It was also mentioned that the patients leads had high impedances. The patient underwent ipg and lead replacement procedure. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(6); batch: 16296005.